Manufacturer narrative:
(B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient had been hospitalized for a clogged tube. On an unknown date while hospitalized, the patient experienced stoma site inflammation, a stoma site infection, a urinary tract infection, and a deterioration of general condition. On (B)(6) 2018, it was reported that the patient received unknown antibiotic treatment, indication was not known. At the time of report, the patient had not improved.